Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number at the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2014 and the pt was discharged home. "The pt was seen in the emergency department approx 36 hours post-ablation with worsening pain and was noted to have an acute abdomen on examination though she was afebrile and had a normal white blood cell count. A CT-scan demonstrated only a small amount of free air and fluid in the abdominal cavity. She was admitted to the hospital and started on broad-spectrum antibiotics for presumptive endometritis. Despite 24-26 hrs of antibiotic therapy, she had no improvement in her symptoms and was therefore taken to the operating room for a diagnostic laparoscopy. With insertion of the laparoscope, bowel contents were noted within the abdomen and the case was converted to a laparotomy. There was noted at the cornual region along the fundus a circumferential blanching of the serosa, approx 8mm in diameter. There was no uterine perforation identified. Along the ileum was a perforation associated with thermal injury. A bowel resection was performed with a primary anastomosis. Post-operatively the pt has had drainage of abscesses but is currently stable and will soon be discharged home".